Event description:
It was reported that the patient had a recorded episode with far field r-wave oversensing and noise. The patient was noted to have had a surgical procedure that day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2012. (B)(4).